Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (date not reported). Subsequently, the device was explanted (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.